Manufacturer narrative:
H3: the pipeline flex shield braid stuck inside the phenom 27 catheter. The pushwire was not returned. The distal and proximal ends of the braid were opened and frayed. The catheter tip and marker were examined; no damages were found. The catheter was found to be intact. However, the catheter body was found to be accordioned at 4.0cm to 13.6cm from the distal tip. No other anomalies were observed. The catheter was cut to remove the pipeline shield braid. The catheter was flushed with water and found patent. The catheter was tested by running an in-house 0.026" mandrel through the catheter hub. The mandrel successfully passed through the catheter hub with no issues; however, resistance was observed at the damaged locations. Based on the returned device, the pipeline flex shield was not confirmed to have failed to open at the distal end, as the distal and proximal ends of the braid were opened and frayed. The cause of the failure to open could not be determined. Possible causes include vessel tortuosity, damaged braid, and the user deploying the braid in a vessel bend. However, the customer reported that vessel tortuosity was minimal and the pipeline flex shield was not positioned in a vessel bend, ruling out vessel tortuosity and user deploying in the vessel bend as potential causes. In this event, the damaged braid may have contributed to the failure to open. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. In addition, the pipeline flex shield braid was stuck inside the phenom 27 catheter. From the damages seen on the catheter (accordioning) and braid (fraying), it appears that high force was used. It is possible these damages occurred when the customer attempted to advance the pipeline flex shield through the catheter against resistance. However, the cause of resistance could not be determined. Possible resistance cause includes lack of continuous flush with heparinized saline during procedure. The customer report of the pushwire separation was not confirmed as the pushwire was not returned. The cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the resistance was located in the distal section of the catheter. There was no damage to the catheter observed. The distal section of the pipeline did not open. The pipeline had not been placed in a vessel bend when it failed to open. There were additional steps or other devices attempted to open the pipeline; retrieved and released it again. The pipeline pushwire was separated.

Event description:
Medtronic received a report that the pipeline could not be open smoothly and encountered resistance in the phenom catheter. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left ophthalmic artery segment with a max diameter of 8.23mm and a 6.38mm neck diameter. The landing zone was 3.87mm distally and 4.81mm proximally. It was noted the patient's vessel tortuosity was minimal. The accessed vessel was the femoral artery with a diameter of 3.76mm. Dapt (dual antiplatelet treatment) was administered and the pru level was 0. The angiographic result post procedure was normal. It was reported that the phenom27 was pushed to go upper successfully into place, and the ped2 dense mesh stent was through the phenom27 stent catheter to go upper. After the stent was delivered in place, it began to be deployed, and the tip end could not be opened smoothly. It was tried to retract the stent and deploy it again. At this time, the stent could not be pushed out of the microcatheter, and it was observed that the proximal end mark of the stent pushing rod was disconnected. Then the phenom27 and the stent were removed from the body as a whole. To ensure that the stent was in the phenom27 catheter and not left in the body, the phenom27 catheter was dissected to observe the stent. Replaced with new ped2 stent and phenom27 and the surgery was successfully completed. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.